Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombosis cannot be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 2-3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was observed in both left and right atrium after insertion of steerable guide catheter (sgc). The sgc was removed and aspiration was performed. Thrombus of left atrium was successfully removed from the anatomy and thrombus of right atrium remained in the anatomy. The procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.